Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 5076-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had unexpected battery longevity and their right atrial (ra) lead had high threshold. The device was explanted and replaced. During the procedure, a competitor lead was attempted but not used because it "broke and did not have good numbers" so the original ra lead was re-connected to the new device instead and a lower output was programmed to save battery life. No patient complications have been reported as a result of this event.